Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where users sensor broke during the removal procedure.

Manufacturer narrative:
The RMA was received and the customer's complaint was confirmed after visual inspection. Forceps marks were observed on the broken sensor. The sectional view shows necking of the epoxy before snapping off. Necking implies a tension failure of the part. The sensor broke off in two pieces - about 2/3 and 1/3 of sensor size - while it was being explanted. Breakage of sensor during removal is a known and anticipated potential adverse effect, which does not require additional investigation. Per case notes of associated pm8 case, complaint: (B)(4), the sensor fragments were successfully removed. No further resolution was found necessary for this complaint. D9. Device available for evaluation? Yes, 19 august 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10.